Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display. No constant tone anomaly noted. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Troubleshooting found that the pump was dropped in the ocean and got wet. Customer dried off the pump and got it to work for a short time but then the pump stopped working. Customer's blood glucose was 180 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.